Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery drained too much. It was noted the drain was inconsistent with the normal amount of battery drain that would normally occur when mpp feature is on. The device remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.